Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient sustained iatrogenic injuries including punctures to her bladder, recto sigmoid colon and small intestine during a laparoscopic procedure in which the generator was used. The defendant surgeon testified that the patient¿s injuries occurred while the surgeon was dissecting the patient¿s uterine with a monopolar j-hook. The surgeon observe that, when dissecting the suspended and detached uterus, an electric charge built up, as the uterus was not in contact with the surrounding structures. When the uterus made contact with the abutting bladder, recto sigmoid colon and small intestine, the built up electricity discharged and caused the patient to suffer injures.